Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The primary tubing set was being used to deliver an unspecified concentration of magnesium. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the distal clave y-site of the primary tubing set for delivery of an unspecified concentration of herceptin. It was reported that after the delivery of the herceptin was completed, the nurse disconnected the option-lok male adapter of the secondary tubing set from the clave y-site of the primary tubing set. The nurse left the pt's room. It was reported that approx 10 minutes later, the nurse returned to the pt's room and found an unspecified volume of blood loss. At that time, the nurse noted that the option-lok male adapter of the tubing set had broken off inside the clave y-site. The primary tubing set was clamped. It was reported the primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).